Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address aseptic loosening. Date of implantation: (B)(6)2015; date of revision: (B)(6) 2019; (left knee). Treatment: femur, tibial tray, and tibial insert were revised. Office notes (B)(6) 2019 indicate the patient has been experiencing chronic pain of the left knee and left tibia. It is indicated she did undergo a left tibia orif in 2016, though it is not indicated if the orif was peri-articular. Due to the undisclosed location of the orif, and the duration of at least 8 months post primary, it is reasonable to conclude the depuy implants would not have caused or contributed to the tibial fracture.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.